Event description:
It was reported the customer had damage to their insulin pump. Customer stated the top layer of glass fell off their lcd screen on their insulin pump. It was also found the customer had a chunk of plastic missing from the battery chamber of their insulin pump. Customer also reported a no delivery alarm occuring after changing their battery. The customer's last known blood glucose was 350 mg/dl. Customer stated they were feeling thirsty, tired, and nauseous due to their high blood glucose. The customer treated their high blood glucose with a manual injection. Customer declined to troubleshoot for their no delivery alarm and high blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a missing display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.